Event description:
It was reported that the anchor had been pre-deployed. No patient injury or complications were reported.

Manufacturer narrative:
After review of the complaint, it was noticed that the deployment happened outside of the pouch/packaging. Reporting has been updated for this complaint, as it is now non-reportable.